Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had missing end cap sticker, scratched screen, cracked battery tube threads, and cracked reservoir tube lip.